Event description:
Litigation alleges that the patient suffers from occasional hip pain and discomfort in her right hip. She was also injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is

Event description:
Update 8/4/2016 - sales rep reported patient was revised due to pain. Skeeve was added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.